Event description:
New information received indicated the patient presented in clinic where further programming changes were completed. The patient was stable.

Event description:
It was reported by a patient relative that the patient was experience dizziness and had low heart rate. The leadless pacemaker was interrogated in clinic, and it was discovered the rate response could have been the issue. Reprogramming was completed but the symptoms persisted. No further information was obtained. The patient's condition was unknown.